Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7074077/7074080.

Event description:
T was reported that the patient was experiencing pain at the ipg site. The patient had a CT scan and showed abscess at the ipg site. The physician believed that the patients symptoms were not device and the cause were unknown. The patient underwent an explant procedure and was doing well postoperatively. The patient was placed on antibiotics and the explanted device components will not be returned.